Manufacturer narrative:
A single spinal rod broke under the screw in l5. No screws were installed in s1. Lack of support may have caused a fault in the stress distribution. The patient is not symptomatic enough to want additional surgery. (B)(4).

Event description:
A single spinal rod broke under the screw in l5. No screws were installed in s1. Lack of support may have caused a fault in the stress distribution. The patient is not symptomatic enough to want additional surgery.